Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd lord's ¿ syringe with needle had a sterility breach due to the needle piercing the shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Severity ranking is s1. Unable to perform complaint lot history check due to unknown lot number. Unable to perform DHR check due to unknown lot number. Investigation conclusion: the returned syringe was examined and exhibited a hole in the shield and a bent cannula, which both indicate that the cannula was through the shield. On 04jan2019, holdrege received one (1) loose 0.5ml, 8mm syringe from an unreported batch numbers. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was evaluated using a digital comparator to determine the precise angularity of the cannula. Through this evaluation, it was noted that the bend in the cannula exceeded the specification requirements of ±7°, as the cannula was noted to be at a greater than 11° angle. Additionally, the cannula shield was visually inspected and noted multiple points of damage within the interior surface (>5), including partial puncture marks and various scratches. This type of damage would not have been caused during the manufacturing process, as the shield is assembled onto the needle assembly and not removed prior to use by the end user. Root cause description: potential root causes include: 1) a misalignment during the shielding assembly on the needle lines, resulting in needle through shield; 2) a re-shielding event by the end user which may have exacerbated a slight bend of the cannula and caused needle through shield. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd lord's ¿ syringe with needle had a sterility breach due to the needle piercing the shield. No serious injury or medical intervention was reported.